Manufacturer narrative:
Additional information sections: h2, h6, h10 : the reported event of an amplatzer vascular plug ii embolizing into the left ventricle could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, arten600038211 revision a "warnings: the safety and effectiveness of this device for cardiac uses (for example, patent ductus arteriosus or paravalvular leak closures) and neurological uses have not been established."

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2020, a 10mm amplatzer vascular plug ii was implanted during a mitraclip implant to further reduce mitral regurgitation. Post-procedure completion, on the same day, the plug was observed on fluoro to be detached into the left ventricle and the patient was referred to surgery immediately. Surgical mitral valve replacement was performed. The patient is reported to be in stable condition.